Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan USA alleging that her onetouch ultramini meter read inaccurately high. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient could not state when the alleged product issue began. The patient stated that she obtained the result of "83 mg/dl" using the subject meter compared to the result of "53 mg/dl" using a lab device, both results taken less than 10 minutes apart from each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of less than or equal to 20 mg/dl. The patient manages her diabetes with self-adjusting insulin. The patient confirmed that she did not make any changes to her usual diabetes management regimen in response to the alleged product issue. The patient claimed to have developed the symptoms of "sweat and confused" (date/time not provided) which she associated with low blood glucose. The patient stated that she self-treated with food/drink at the time the symptoms developed (date/time not provided). At the time of troubleshooting, the csr noted that the test strip vial was not cracked or broken, the test strips had not expired, been open for longer than the discard date or stored improperly, the patient was using an approved sample site and the patient was using the correct testing technique. The patient declined replacement products. Based on the information provided, this complaint is being reported because the patient claimed to have developed the symptom of "sweat" and although the date/time of onset was not provided, it cannot be ruled out that the symptom developed after the alleged product issue began. This symptom does meet lifescan's criteria for a serious injury.